Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. The customer declined to test blood glucose level; however, there was no reported impact to the customer's blood glucose level. During a follow-up call on (B)(6) 2017, the customer declined to have tandem technical support review pump data logs. Additionally, the customer loaded a new cartridge successful and received an accurate fill estimate.